Event description:
It was reported that the customer intermittently experienced a fluctuating blood glucose (bg) level ranging from 45 to 600 mg/dl. Low and high bg cause was not known. Customer consumed carbohydrates to address low bg, and administered a manual injection and changed supplies to address elevated bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.